Event description:
The ventilator went in-operative while connected to the patient. Respiratory was called and the patient was bagged while a new ventilator was put on the patient.the ventilator provides adequate annunciation both audibly and visually when the vent goes in-op. Alarm codes were downloaded by the biomedical engineering department, however they were not able to reproduce the problem. The ventilator passed all tests, while under evaluation by biomedical engineers.